Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve reducing mr to grade 2. About one month later, it was reported that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet in a single leaflet device attachment (slda). Mr was recurrent and the patient experienced a return of dyspnea.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve reducing mr to grade 2. About one month later, it was reported that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet in a single leaflet device attachment (slda). Mr was recurrent and the patient experienced a return of dyspnea.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.